Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result (health effect - clinical code, health effect - impact code).

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the united states stating that "no video, error message, scope not connected issue" involving pentax video colonoscope model ec-3890li, serial number (B)(4). There was no report of serious injury, delay in procedure or required medical intervention. Multiple good faith efforts were made with no additional information being provided as of 15-oct-2021. The customer owned endoscope was received by pentax medical for evaluation on 17-sep-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician was unable to confirm the customer complaint of no video image but documented the following inspection findings: passed wet leak test, suction tube resistance, passed dry leak test. The endoscope was approved by final qc on 24-sep-2021 and delivered to the customer under delivery order (B)(4). Model ec-3890li, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 05-oct-2021, a device history record (DHR) review for model ec-3890li, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 07-nov-2013 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 07-nov-2013.